Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found to in fair condition with cracked housing, and cracked screen. Event history log review was performed and found no evidence of reported problem. The device was tested three times and all three-test passed within our internal specification. However, the device also displayed ec1144 during investigation. The customer's reported problem was not confirmed. However, service will replace the downstream sensor as a preventive measure. DHR review was preformed and no problems or issues were identified during the DHR review. The root cause of the reported issue is unknown.

Event description:
Information was received that this smiths medical cadd legacy pump exhibited "high pressure alarms". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.